Event description:
It was reported that the caller was updating the time and settings on their device, and there was a discrepancy between the displayed and actual time that exceeded five minutes. The caller¿s blood glucose levels did not exceed 500 mg/dl or drop below 54 mg/dl, so there was no adverse impact. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, recommending follow-up if the time discrepancy occurred again. The caller understood the instructions.